Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the software was upgraded. The device was tested and passed all manufacturing specifications. This device is used for therapeutic purposes.

Event description:
It was reported that a nim response 3.0 mainframe provided ¿no nerve response¿ intraoperatively during electrode and probe placement. This is the only information provided and there was also no report of patient impact or injury as a result of this event.